Event description:
On (B)(6) 2012, t2 ph operation was performed. After setting up target device and nail, the surgeon checked if the drill went through the hole of the device with sleeve before actually inserted the nail in the pt. At this check the surgeon found that the drill shaved the two holes distal. Because other targeting arm was not available the surgeon continued the operation and the drill went through holes in proximal w/o problems. Then the drill shaved the upper the distal hole and missed the most distal hole of distal nail. The surgeon removed the device from the nail. He used free hand technique and finished the operation.

Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report.